Event description:
Philips received a complaint on the mrx device indicating the need for the replacement of the power supply. The rse evaluated the device remotely, during the communication with the biomed it was confirmed that the power supply is defective, also it was determined that the mrx model has reached the end of service/support. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6)2022. The device remains at the customer site and no further evaluation is warranted at this time.